Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the monitor ac adapter was returned for evaluation. Failure analysis of the returned device revealed that the unit passed visual inspection. Functional testing revealed that the ac adapter was unable to provide power. Supplemental testing was performed and revealed a damaged inrush current limiter. In addition, two blown fuses were also found. An inrush current limiter prevents components in series from being damaged during steady state and maximum surge current conditions. It was determined by the supplier that the maximum worst-case inrush current occurs when the line cord is inserted at the peak of a 240vac line, which happens for a brief period of time. This indicates that the component is typically not overstressed. However, a maximum inrush current event will overstress the component, causing the inrush current limiter to fail. Once the component fails, the monitor ac adapter is unable to provide power. Furthermore, the failed inrush current limiter may cause fuses in series with the component to open. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to an inrush current limiter that does not have sufficient peak energy to reliably survive a maximum inrush current event, causing the component to fail, which results in the inability of the ac adapter to provide power. An internal investigation was imitated to opened to investigate this issue. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cable of the monitor ac (mac) adapter blew when the device was plugged into the wall outlet. It was further reported that the user was "shocked or had a surprised reaction" but was not harmed in any way. The device was exchanged. There was no patient involvement.